Event description:
A lab tech noticed an electrical burning smell and saw smoke coming from the instrument as well burned particles/ash underneath. Tech unplugged instrument, and the smoke ceased. There was no damage to the lab or personnel. No pt samples were lost or compromised in the event.

Manufacturer narrative:
Tripath imaging identified an increasing trend in smoke/sparking events in the prepmate instrument in 2007 and initiated an investigation. The root cause was determined to be user error leading to over-exposure of the horizontal interface board to cleaning liquids. A MDR (1032336-2007-0003) was submitted in oct. 2007 describing the events and actions. Corrective actions included: technical bulletin to all customers reinforcing proper cleaning methods. Addition of warning to operator's manual (submitted to FDA as a special supplement). Addition of plastic shield inside the instrument to further protect the horizontal interface board from exposure to liquid (submitted in prepstain annual report dated june 30, 2008). The instrument involved in this incident was originally manufactured in oct. 2001 and was last refurbished in january, 2005. The instrument was returned to tripath imaging for eval. It was confirmed that a electrical short circuiting of the horizontal interface board was the root cause of the event. There was also evidence of cleaning solution in the bottom of the unit. This indicates that the customer was probably not following instructions for cleaning the instrument with a damp cloth.